Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
New information received notes that the death was not related to the ICD system. The reported cause of death was congestive heart failure.

Event description:
It was reported that the patient expired at home. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.